Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 1/30/2017 with the following findings: during testing, the battery compartment was observed to be cracked and the display screen was cracked and blank. Unrelated to these issues, the display lens was scratched, the keypad cover was torn at the ¿up¿ button, the audio bolus button cover was partially lifted, the display lens was missing and the pump casing was cracked between the case seal and the display lens. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment and a cracked display screen. This report is made based on results of investigation completed on 1/30/2017.